Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two unopened representative samples. Through the visual inspection, damage was not observed to the catheter tubing. A functional test was then performed where the needles were retracted where damage was also not observed. Furthermore, a leak test showed no leakage present. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that catheter is splitting during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: (2 of 2 complaints) emergency department noticed several nexiva dual ports were splitting. The ed staff is well experienced with nexiva and believed to track the issue to just this lot number. No patients were harmed.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that catheter is splitting during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: (2 of 2 complaints) emergency department noticed several nexiva dual ports were splitting. The ed staff is well experienced with nexiva and believed to track the issue to just this lot number. No patients were harmed.